Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model eg34-j10u-us available for sale in the united states with a 510k #k200090. The device was returned to pentax for further evaluation on service order 3137889 where the user narrative was confirmed.. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg34-j10u. In the event reported, the user stated that the device have no water flow. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzles clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. Correction information h6: coding changed based on the investigation result.